Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed incoming functional testing. The cause for the resets was isolated to a shorted q701 component on the computer/analog board. The root cause for the shorted q701 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable malfunction was found. Monitor sn 07101215 failed incoming functional testing.